Event description:
It was reported that dislodgement on the atrial lead was discovered in the clinic under x-ray. No ability to sense and pacing of the qrs could be duplicated with atrial pacing confirming atrial dislodged. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Correction: h6.